Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Unknown when device actually bent. Device is an instrument and is not implanted/explanted. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 1/03/2005, part #: 03.010.045, lot#: 4788650 (non-sterile) - standard insertion handle. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. An investigation summary was performed. The investigation of the complaint articles has shown that: during sterile processing it was discovered that it was not possible to pass a trocar through an insertion handle (03.010.045 lot 4788650 mfg 1/2005); there was no patient or procedural involvement. The returned instrument was examined and the complaint condition was able to be confirmed as a burr was apparent on the underside of the handle¿s oblique hole. No definitive root cause was able to be determined however the failure mode is consistent with rough handling/wear and tear. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a standard insertion handle was noticed to be bent for lateral entry femoral recon nail procedure where the underside of the handle would not allow trocar to pass through. It was discovered during sterile processing, prior to any procedure. There was no patient or procedure was involved. Reporter was able to successfully test the same trocar against another insertion handle. No allegations were reported against trocar. This report is 1 of 1 for com-(B)(4).